Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the reagent probe collar wash was spitting on the instrument. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and removed and replaced level sense bead.